Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that she was experiencing a casing issue and a power issue with her one touch ultralink meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at 1 pm. Per the agent's documentation, the patient admitted that the subject meter became in contact with an alcohol pad, and the silver color of the casing became white in color and also affected the meter's power issue where it would shut off during use. She stated that she manages her diabetes with humalog thru her insulin pump and due to the alleged issue denied making any changes to her usual treatment. The patient claimed on (B)(6) 2011, at 1 am, after the alleged issue started, she felt 'lightheaded, dizzy, sick and with blurry vision'. She denied receiving any form of medical treatment in response to her symptoms. During the initial call with customer service, the agent noted that there was misuse information in reference to the patient admitting an alcohol pad made contact with the meter and the issues started afterwards. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported power issue and reportedly developed symptoms suggestive of a serious injury after the reported issue began.

Manufacturer narrative:
Follow-up #1 (11/29/2011)-device evaluation: the meter involved this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the returned meter failed testing. There was contamination found on the meter¿s pc board. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.